Event description:
Please refer to medwatch MFR report number 2954917-2012-00062. This report is for the second device involved in the case. Pt was a (B)(6) female with left middle cerebral artery (mca) m1 occlusion. One pass with a merci retriever v 2.0 firm retriever, two passes with a merci retriever v 2.5 soft and two passes with a merci retriever v 2.5 firm were made. Pt had a thrombolysis in cerebral infarction (tici) score of 2a after treatment. Subarachnoid hemorrhage (sah) was confirmed at left sylvian fissure right after procedure. Later, the sah expanded and increased in severity. On (B)(6), cerebral decompression was performed and intraoperative finding showed damage to perforator of m2 by pullout force. Pt expired on (B)(6) 2011. Tissue plasminogen activator (t-pa) was not administered to the pt during procedure. Cerebral decompression was performed as medical intervention for sah. Physician believes that the sah is due to pullout force applied to the vessel during procedure with the merci retriever. Physician believes that this attributed to serve curvature of the pt's vessel (left m1).

Manufacturer narrative:
Although cerebral decompression was performed for the sah, the original infarction at left mca region worsened and the pt passed away. There was no evidence concentric medical device malfunction and the device instructions for use lists related possible complications. Also, while the concentric medical device use may have caused or contributed to the pt outcome, there are other factors independent of the subject device (e.g., pt factors, other devices employed, drugs administered, etc.) That also may have caused or contributed to the outcome. Because the device was not returned to concentric medical, a complete investigation could not be performed. Also, because the lot number for the device was not reported to concentric medical, the mfg records for the merci retriever v 2.5 soft device could not be reviewed.